Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced ongoing elevated blood glucose (bg) levels reaching over 200 mg/dl. Reportedly, the pump settings may need to be adjusted. Customer delivered a bolus and adjusted the pump basal rate without health care professional guidance to address elevated bg levels. Multiple attempts were made to follow up with the customer on the reported issue. No response from the customer was received.